Event description:
The customer contact reported a tubing ruptured while in use with a power injector with subsequent leak of contrast media. The power injector was set to deliver isovue contrast media. After an unspecified length of time, the tubing ruptured at an unspecified location. The contrast media came in contact with the pt's arm and hair. The contrast media was cleaned up according to the facility's protocol. The tubing set was replaced and the procedure was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
H10: the device was not returned since this is a known issue. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v. Admin sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided with a product list of those high pressure sets that are appropriate for use with power injectors. This report represents all the info known by the reporter upon query by hospira personnel.